Event description:
Procedure: hernia repair. Reportedly, a plastic part of the seal broke off as the hernial mesh was pushed through the sleeve. The part was removed from the abdomen. No pt injury reported.